Manufacturer narrative:
Medical device problem code- indications for use. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The sheath was upsized to a 26f sheath and the leadless pacemaker procedure was completed. It should be noted that the perclose prostyle smc instructions for use states: the safety and effectiveness of the perclose prostyle smc devices have not been established in the following special patient populations: patients in which the introducer sheaths less than 5f or greater that 24f. It is unknown if the reported violation of the IFU contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced is filed under a separate medwatch report number.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a leadless pacemaker interventional procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to a 26f sheath and the leadless pacemaker procedure was completed. Reportedly post procedure, a suture break occurred when advancing the knot of the first prostyle suture. When attempting to achieve hemostasis with the suture of the second pre-placed prostyle suture, the suture came out of the anatomy. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.